Event description:
In 1998 medtronic lead and ICD implanted. On 3/31/98 lead dysfunction identified. X-ray showed electrode had developed a mass of short coils just above its insertion. The next day revision of ICD with new medtronic lead. On 11/22/00 fracture of lead with artifact and siginficant dysfunction of the defibrillator identified in md's office. New lead placed.